Event description:
It was reported that during a ptca/stenting treatment procedure deflation difficulties were encontered. The express2 monorail balloon successfully deployed the stent, however, the balloon did not deflate despite manual application of negative pressure with a 50 ml syringe. Additional information regarding the event has been requested.